Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the camera number one would not work on the allura system. No further information regarding the issue has been provided. No service has been performed by philips since the remote service work order was cancelled. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that camera number one would not work on the allura system. No patient harm has been alleged. Philips has started an investigation of the complaint.